Manufacturer narrative:
The lead was explanted due to an unspecified issue. A complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient¿s pacemaker and right ventricular (rv) lead exhibited unspecified issue. The pacemaker and rv lead was explanted and replaced. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.